Manufacturer narrative:
Investigations have determined that the provided results on the e601 analyzer show very consistent results. No instrument or reagent issue is evident. The difference in patient results compared to the abbott architect analyzer can be explained by the use of two different methods. Different recovery is expected between the two methods as different antibodies with different sensitivity, specificity, and cross reactivities are used. There are also different standardization and different reference range studies performed for each of the different assays. Single samples have been shown to have expected deviations with different methods. It must also be considered that in the case of pregnancy, hcg levels may differ at a high amount between patients. It is recommended to use the same method and to not change this during the monitoring period for one patient.

Manufacturer narrative:
The patient sample result from the e601 analyzer (cobas 6000) was 45390 miu/ml. On the abbott architect analyzer, the patient sample result was 57560.75 miu/ml. The sample was repeated three additional times on the cobas 6000 analyzer, resulting as 45390 miu/ml, 43329 miu/ml and 45903 miu/ml. It was noted that there were other samples from a few months back that were positive on both the cobas 6000 analyzer and architect analyzers. A discrepancy was noticed between these results. No specific result data was provided. The cobas 6000 analyzer serial number is (B)(4). The customer has stated that the gynaecologist expected the result to be a bit higher than what the cobas 6000 had given.

Manufacturer narrative:
A date of (B)(6) 2016 was provided as the date of the event. A clarifiction has been requested. A date of 06/09/2016 was provided as the date received by manufacturer. A clarification has been requested. The patient is pregnant. The patient was not adversely affected due to the event. The result from the e601 analyzer and the result from the architect analyzer were reported outside of the laboratory. The result from the architect was reported to the physician. The architect system generally runs higher than the e601 analyzer. It was documented that an e411 analyzer was also involved in the incident, but no details were provided. A clarification has been requested.

Manufacturer narrative:
This event occurred in (B)(6) .

Manufacturer narrative:
It has been confirmed that an e411 analyzer was also involved in the incident, but the result from the e411 analyzer was used solely for comparison purposes. The result from the e411 analyzer compared well with the cobas 6000 analyzer (e601). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The date of the event was asked for, but not provided. The customer ran the sample on the analyzer as usual. The sample was also tested at the customer's main reference laboratory, which uses the abbott architect system. The customer queried the result at the reference laboratory and found the differences between the results to be 10000 miu/ml. The specific sample results were asked for, but not provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer stated that they tested two samples for hcg stat on a cobas 6000 analyzer and a cobas e411 analyzer. The results for these samples correlated well between the cobas 6000 analyzer and the cobas e411 analyzer. Specific result values for these samples were not provided. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The hcg stat reagent lot number was 17927701, with an expiration date of 11/29/ 2015.